Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with radiculopathy and underwent anterior cervical discectomy and fusion(acdf). Post-op, the screw broke. The patient achieved solid fusion. The broken screw remained inside the patient. No patient complications were reported as a result of the event. No revision surgery was scheduled to remove the broken screw.

Manufacturer narrative:
Image review: post-op x rays for bony segment acdf. Unable to see top levels to count. One of the bottom screws is fractured but solid fusion is present. This is likely caused by subsidence as fusion occurs. If information is provided in the future, a supplemental report will be issued.